Event description:
The lay user/reporter called lifescan alleged that his father's meter was prompting an unk message and at the time of the call to lfs, powering off during use. The medical affairs specialist (mas) spoke to the reporter in oct 2005, to obtain/verify the following info. According to the reporter, the pt was unable to test on his meter for 4-5 days due to the meter issue. He normally takes amaryl once a day and he continued to take it as drected. The pt visited his physician to have his blood glucose tested; the result was approx 250 mg/dl. The pt did not have any symptoms at the time of the visit. He was given a dose of amaryl and advised to contact lfs. A replacement meter has been sent.